Event description:
Caller reported experiencing a power source alert and that the pump screen unexpectedly went blank with no led indication. There was no reported impact on their blood glucose level. The issue was not resolved despite attempts to charge the pump using different wall adapters and charging cables. As a corrective measure, technical support arranged for a replacement pump to be sent to the caller, who will utilize a backup therapy of multiple daily injections (mdi) in the interim.